Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasound gastrovideoscope had insufficient or incorrect reprocessing scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a presumable cause was not identified. The event can be detected/prevented by following the instructions for use: instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 chapter 7 cleaning, disinfection, and sterilization procedures 7.3 precleaning olympus will continue to monitor field performance for this device.